Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Quality control testing results (range: 2.7 - 3.3 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 2.9 inr. Lin 3 testing results (range: 4.1 - 6.8 inr): result 1: 5.5 inr. Result 2: 5.4 inr. Result 3: 5.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). The customer¿s test strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs plus meter serial number (B)(4) compared to a coaguchek pro ii meter. At 10:20 a.m., the patient¿s coaguchek xs plus meter result was 4.2 inr. The patient did not believe this result due to the inr being too high and wanted a re-test. The patient¿s nurse confirmed the patient did squeeze the finger a lot to obtain a drop of blood. At 10:24 a.m., the patient¿s coaguchek xs plus meter result from a different finger was 3.4 inr. At 10:26 a.m., the patient¿s coaguchek xs plus meter result from a different finger was 3.0 inr. At 12:21 p.m., the patient¿s coaguchek pro ii meter result from a different finger was 3.6 inr. The results of 4.2 inr and 3.0 inr are discrepant. The patient¿s therapeutic range is 2.0- 3.0 inr.